Manufacturer narrative:
Product ID: 8578, lot# n290218011, implanted: (B)(6) 2011, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: n290218011. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving morphine (10 mg/ml, 4.5 mg/day) via an implantable infusion pump for the treatment of lumbar radiculopathy and spinal pain. The patient had a medical history of post laminectomy. It was reported that the hcp could not aspirate the catheter during a pump replacement procedure. Back table priming bolus was done. There was none environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved and patient status was alive with no injury at the time of the report. A non-manufactured product was also implanted. No surgical intervention occurred or was planned. No further complication was reported.